Event description:
Some difficulty deflating balloon prior to removal (had been checked prior to insertion without problem). Some discomfort during removal; balloon still slightly inflated. Approx 0.5-1 cc retained. After removal still had difficulty deflating until rn manually pressed on balloon and deflated.